Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding an external neurostimulator (ens). It was reported that patient had pain in their tailbone. Patient stated that their legs were swelling and mentioned they took a lasix to help with the retention. No further complications were reported.